Event description:
The physician informed distributor that a patient with an automatic implantable cardioverter defibrillator (aicd) received in appropriate shocks. The physician performed an invasive procedure and found that one of the rate sensing leads was kinked and had blood inside the insulation. The patient had two leads implanted with same model no. It is unknown which lead had the problem. Both leads were implanted 12/2/92. Removed from service 9/14/93. The physician implanted a bipolar endocardial (travenous) lead to replace the two unipolar myocardial (epicardial) leads. The two unipolar myocardial leads were capped and remain implanted.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.